Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after implant, the patient had developed a hematoma at the device site. The physician related the hematoma to the implant procedure. A pressure dressing was applied. At the first post-implant follow up visit, the patient's device site was noted to be healthy and without evidence of a hematoma. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.